Event description:
It was reported that at a scheduled followup, telemetry showed high right ventricular (rv) lead impedance, many short ventricular sensing intervals, which could indicate oversensing, and no stability in rv sensing. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.